Manufacturer narrative:
The homecare nurse (rn) stated that the patient was diagnosed with an "unstable gait", muscle weakness and ambulated with a walker. According to kci global safety, the patient stated that the alleged incident happened so quickly that she did not know for sure if she had tripped on the v.a.c. Therapy tubing. The patient stated she was getting up from her chair, and the next thing she knew she was on the floor. V.a.c. Labeling states, "wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case". In addition to the text, a pictorial illustration is also provided. V.a.c. Labeling also warns, "excess tubing may present a tripping hazard. Ensure that excess tubing is stored in the tubing pocket, and it out of areas where people may walk". A device evaluation has not been performed as the patient continues to receive v.a.c. Therapy as of the date of this report without further incident.

Event description:
It was reported that a patient receiving v.a.c. Therapy for a dehisced abdominal wound may have tripped on the v.a.c. Therapy tubing while rising out of a chair and allegedly fell. The patient allegedly sustained a fractured right hip during the fall. In 2009, the patient stated that she was at home and was recovering well. The patient also stated that her abdominal wound was almost closed.